Event description:
It was reported that the patient received many inappropriate shocks due to oversensing, and there was an apparent lead fracture. A possible insulation breach was also suspected. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received alleging the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement of the defective' lead. And that the patient suffered 'repeated shocks and fractures, after the enhanced monitoring system was in place', and no monitor alarm sounded. The patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested, however has not been received. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. Further alleges that the patient 'died as a direct and proximate result of defects' in the lead. A review of the manufacturer's database revealed that this lead was not implanted at the time of death.